Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: collapsed stent requiring medical intervention. Device issue: collapsed stent. It was reported that a 3.5 mm x 12 mm promus was placed in the distal left main in 2009. Another company's 2.5 mm x 12 mm stent was placed in the first portion of the left main in 2003, by the same doctor, and a 2.75 mm x 23 mm promus was placed in 2008, just after the circumflex by a different doctor. This 3.5 mm x 12 mm shut down the circumflex and the obtuse marginal branches at the time of placement. In 2009, while performing an angiogram, the physician found a total collapse of the large stent (3.5x12 mm). The two shut down branches came to life and were flowing when the stent was opened under 20 atm pressure. No additional event or patient information is available.